Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal mediation via an implantable pump for non-malignant pain. The patient reported, 'I'm still having problems with my pump when I'm connecting it to the pump itself. The communicator goes to 90% and it takes forever to get to the last 10%.' Patient stated because of the delay, it pushes out getting their boluses, so it pushes out when they could have their next bolus. Patient stated they called last week and spoke to a really nice lady, and thought they had it figured out. Agent assisted the patient in clearing data. Patient would monitor and call back for assistance as needed.

Manufacturer narrative:
Correction to include section h7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal mediation via an implantable pump for non-malignant pain. The patient reported, 'I'm still having problems with my pump when I'm connecting it to the pump itself. The communicator goes to 90% and it takes forever to get to the last 10%.' Patient stated because of the delay, it pushes out getting their boluses, so it pushes out when they could have their next bolus. Patient stated they called last week and spoke to a really nice lady, and thought they had it figured out. Agent assisted the patient in clearing data. Patient would monitor and call back for assistance as needed. 2026-03-04 (B)(4) (con): information was received from the patient who was receiving an unknown drug via an implantable pump for non-malignant pain it was reported that the patient stated they were having problems with their patient therapy manager (ptm). The patient stated it took so long to get the ptm to finish connecting to the pump. The patient stated they can get it up to 90% and it takes a good 5 minutes before it connects to the next session and then another 5 mins before it goes to 90%. The patient stated this had been going on for a good 4-6 months. The agent assisted the patient with clearing the data on the handset and the devices connected very fast and the patient was able to deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.